Event description:
Customer reports to have had a lost sensor alarm. Customer requested a new minilink which was on special offer. Customer's blood glucose was 32 mg/dl. It was found that customer did not charge minilink properly. Special offer minilink would be sent to customer. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.